Manufacturer narrative:
(B)(4). Evaluation of the returned device found the handle was still in the pre-deployed position. There was dried blood on the marker tube and coiled suture lumens, an indication that the device was inserted into the patient but was not deployed, because the suture bights were still inside the coiled suture lumens and there were no suture slacks at the suture ports. The needle slots and suture ports were normal. There was no needle strike mark on the barrel face. There was no abnormal observation found on the device. The device was deployed and all the needles/sutures presented at the hub; however, the white suture detached from the needle tips due to drag caused by dried blood. Based on the investigation findings, the device conformed to specification and a root cause related to the device could not be determined. No manufacturing deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device #1 and #2 are being filed under separate medwatch MFR numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the handle was pulled to reveal the needles in the hub, 4 needles were visible. After 3 needles were removed the 4th needle disappeared from the hub. A needle back down was done and the device was removed from the patient. A second prostar xl device was deployed. Before pulling the handle, an angio was taken. It showed that the needles were dislodged from the proper place and were not at the same height, they were too proximal. The prostar xl was taken out of the patient. A third prostar was deployed, before pulling the handle, the same problem as the second device occurred. The device was removed from the patient and a fourth prostar xl was used to successful achieve hemostasis. There were no reported adverse patient sequela. Though requested, no additional information was provided.